Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had device for her back implanted on (B)(6) 2018. Patient stated representative (rep) showed her and her daughter how to use the controller on the day of surgery and got the patient all programmed and ¿ready to go¿. Patient said she was told to wait 8 to 10 days before using the controller. Patient stated the reason of calling was because the controller was ¿not doing what need it to do¿ and stalls. Patient services asked for clarification, and the patient explained when she powered the controller on, she knew she needed to unlock it by pressing and holding the unlock button, but it didn't do anything when she hold the unlock button down. It was confirmed this issue was started on the day of surgery. Patient had done troubleshooting and she needed a new controller. Troubleshooting included patient services (pss) had patient got the controller out and unlock it. Patient was unable to unlock the controller after repeated attempts, because the screen did not progress after she hold her finger on the unlock button. It was noted during the trial, it worked really well, she meant the controller she used during her trial connected after she unlock the controller. Pss had patient take the lithium power pack out of the controller and put back in. Patient saw screen 13 and got the recharger out, plugged the recharger into the controller, patient saw screen 14, positions the recharger over the ins. Patient stated she touched the bottom and she saw screen 15. Patient reported seeing screen 16 but before she could press try again or recharge, reported seeing screen w ¿eileitud¿. Pss had patient tried to exit out of that screen by pressing the x button, patient saw screen 14. It was reviewed the language for the controller may have change and tried to get the patient out of these screens to go back to the home screen to change the controller language. Patient accidentally pressed a button before pss could instruct, so patient saw screen 3. Patient was unable to exit out that screen after several attempts to press x. It was noted the patient was unable to find the implant with her recharger antenna. It is a new implant and she said she had recharger it before but not so sure, she was a little confused with using it, and help her get back to english for language. Additional information later date from patient stated that her doctor told her to call manufacturer to have her recharger replaced because it was not working. Additional information on (B)(6) 2018 from patient was received. It was stated that the patient had soreness from surgery. It was noted the patient¿s stimulation was in her left side and in her left leg. Patient stated that because it was ¿really stimulating¿, it was hard for her to walk, and she had to hold onto things to walk. Patient noted that this issue started when she tried using her controller yesterday. It was mentioned the patient could not troubleshoot regarding this issue due to the patient¿s controller needed to be replaced. It was stated pss tried to guide the patient through the different screens, but the patient accidentally pressed buttons before the pss could properly instructed the patient. Due to this, patient went from one screen to the next during troubleshooting. Additional information from patient on (B)(6) 2018 was received. Technical services weren't able to decipher if patient got new ins recharger and controller, perhaps at least a new controller since rep had to bond controller for patient over the phone. Patient was still getting no device found message. If patient still couldn't connect then rep would meet with patient to do a reset. No further complication and event were reported.